Manufacturer narrative:
It was reported that the medtronic device did not cause the dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was used to treat the lad. During the procedure, anterior descending branch dissection occurred and was treated with bailout stenting. Investigator and sponsor assessed the event as not related to the device or antiplatelet medication. Patient recovered.